Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the cardiac arrest and death. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (80423u120, 80323u307) were implanted without issue, reducing the mr to <1. There was no reported device issue. Shortly after the procedure, the patient went into cardiac arrest. After one hour of reanimation, the patient was unable to be revived and died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported cardiac arrest could not be determined in this incident. The reported death appears to be a cascading effect of the cardiac arrest. The reported patient effects of cardiac arrest and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in the absence of any device related issue or any peri-procedural complication, death was most probably related to underlying cardiac condition and unrelated to the device or the procedure.